Manufacturer narrative:
(B)(4).

Event description:
Alert/notification it was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. The receiver charge and boot test was performed and passed. A functional test was performed and passed. An alarm/alert test was performed and passed. A speaker/vibrator resistance test was performed and passed. An internal visual inspection was performed and passed. Receiver logs were reviewed. An alert/ notification settings issue was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Alert/notification it was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.